Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that, loss of capture and loss of sensing were observed on the left ventricular (lv) lead. X- ray imaging was performed, and the lv lead was found dislodged. The lv lead was explanted and replaced to resolve this event. The patient was stable.